Manufacturer narrative:
(B)(4). Approximate age of device - 2 years. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the percutaneous lead (driveline) had a slight irregularity in the shield section, approximately 1 inch from the connector of the lead. The patient had previously placed a large amount of vinyl tape over what the patient calls a ¿cut¿ in this area. The patient was asymptomatic. A log file and x-rays were reviewed by the technical service representative and 12 low speed operations and 4 low speed hazards which dropped below the patients low speed limit of 9800 rpm were noted. The x-rays were found to be unremarkable. On (B)(6) 2018, the technical service representatives were on site and performed a percutaneous lead (driveline) replacement. Additional pump stoppages occurred post-replacement. The patient has been listed as status 1a. No additional information was provided.

Manufacturer narrative:
Although the reported low speed and pump stoppage events were confirmed through evaluation of the submitted system controller log files, a potential cause could not be conclusively determined through evaluation of the returned portion of the driveline. Technical services personnel arrived onsite on 02mar2018 and performed an external driveline repair. The replaced portion of the driveline was returned measuring approximately 17 inches. Rescue tape was identified on the outer silicone jacket approximately 3 inches and 10 inches from the controller connector, with tears observed to the outer jacket beneath. No damage to the bionate was identified. Electrical continuity testing did not reveal any discontinuities or shorts. The metal shielding showed breakdown approximately 2.5 inches from the controller connector. Visual inspection of the wires did not reveal any signs of insulation breaches. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The evaluation did not reveal any issues that would have contributed to the events captured in the log file. However, the driveline was not entirely returned. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.